Manufacturer narrative:
Product event summary: sn (B)(4) was not returned for evaluation. Review of the controller log files revealed one (1) low flow alarm was logged on (B)(6) 2020. Information received from the site revealed that the patient admitted suspected transient ischemic attack (tia) and was verbally unresponsive. A head computerized tomography (CT) was performed. Of note, the patient was not a tissue plasminogen activator (tpa) therapy candidate due to the current anticoagulation therapy. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the observed low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cerebrovascular accident (cva) and tia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related co morbidities, the progre ssion of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a suspected transient ischemic attack (tia). The patient was eating dinner and became verbally unresponsive followed by a low flow alarm, the patient at the moment was moving fine. A head computed tomography (CT) scan was performed and it was determined that the patient was not a tissue plasminogen activator (tpa) therapy candidate due to the current anticoagulation therapy. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.